Event description:
Endobronchial catheter cut in stapler suture line when left lower lobe lung resection was being performed. Upon removal of catheter crna noted that it had been cut, informed surgeon, who performed bronchoscopy.